Manufacturer narrative:
(B)(4). A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for the lot.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) year old female patient shortness of breath; hx of chronic pain; elevated bp. There was no additional patient information available at the time of this report. Test date; (B)(6) 2018: method: I-stat. Method: I-stat. Collect: 1754. Collect: 1849. Test: 1754. Test: 1849. Cl (mmol/l) >140. Cl (mmol/l) 106. K (mmol/l) 3.1. K (mmol/l) 4.3. Na (mmol/l) 109. Na (mmol/l) 142. Bun (mg/dl) 10. Bun (mg/dl) 19. Ica (mg/dl) 2.7. Ica (mg/dl) 5.0. Glu (mg/dl) 131. Glu (mg/dl) 151. Tco2 (mmol/l) 26. Tco2 (mmol/l ) 22. Crea (mg/dl) 0.7. Crea (mg/dl) 0.6. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.